Event description:
It was reported that during a laparoscopic appendectomy procedure the device was clamped on the appendix. It is unknown if the device fired, but the device would not open. It is unknown how the device was removed from the tissue. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged firing trigger switch actuator post. The analysis found that one device was returned for analysis with an ecr45w cartridge loaded on the device; it was noted unfired. The device was returned with the closing trigger jammed. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which fell jamming the closing trigger and causing difficulties to open the device. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.